Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without identified device or use problem. A malfunction based on analysis was found. A full lead was returned for analysis. Visual analysis found an external insulation abrasion at 6.8cm ¿ 7.1cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression. All other damages found are consistent with procedural damage. No other anomalies were found.